Event description:
The reporter stated that the surgeon was inserting a 3 piece silicone lens model aq2003v into pt's eye, and the lens tore. The surgeon removed the lens without enlarging the incision, and was replaced with another model lens. No pt injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has a portion of the optic torn off and missing. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product, a specific root cause could not be determined.